Event description:
It was reported that during the implant procedure the physician attempted to connect the lead to the pacemaker. However, the physician found that the set-screw could not be tightened by the torque wrench. The pacemaker was replaced, and the procedure was completed without any adverse consequences to the patient.